Manufacturer narrative:
Lips swell and gums are sensitive and sore after second time of using. No medical attention sought. Serial number not provided. Customer could not provide this information at the time of call. Customer described gum sensitivity and swollen lips.

Event description:
Consumer complained that use of the toothbrush made their lips swell and gums are sensitive and sore. No medical attention was sought.